Event description:
The consumer reported that the patient had an advanced evaluation and went to implant on (B)(6) 2016. The patient still had leaks. The patient had a history of colorectal cancer and had a lot of surgeries and had an ostomy bad that they recently reversed. When they did the trial, the patient's symptoms never actually improved, but the surgeon wanted to try the permanent device hoping it might work. So far the patient had tried 3 programs and nothing seemed to work and the patient was going to the bathroom all the time. Sometimes the patient did ok for a couple of hours and then had to go continuously, one right after the other. The patient was sore as could be because they had to wipe themselves 15 to 20 times a day and because of their surgeries. Every time the patient had a surgery, more nerves were severed. They tried adjusting the patient's diet, but that didn't seem to make a difference. The patient had tried diarrheal medications as well. The patient's friend or family member wanted to know what was a reasonable amount of time to try each program and how long to try the therapy before stopping. The patient's managing health care provider (hcp) was aware of the patient's symptoms and they had been working with them regularly. Indications for use were noted as: gastrointestinal/pelvic floor and fecal incontinence.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care provider (hcp) reported that the patient's implantable neurostimulator (ins) had been off since (B)(6) as the patient never received therapeutic effect. The system was functioning, but did not work for the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.